Manufacturer narrative:
Device 4 of 5.

Event description:
Unomedical reference number (B)(4) - event occurred in the united states. It was reported that the patient faced an event of bent cannula in five infusion sets. The symptoms within three hours of inserting the infusion set into abdomen. The site of infusion set insertion was rotated regularly. The patient's blood glucose level was 400 mg/dl . The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.